Manufacturer narrative:
Method - a review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event are: pxl161207/(B) (4); pxc201400/(B) (4). The gore excluder aaa endoprosthesis instructions for use (IFU) states: the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pt's diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: iliac artery treatment diameter range of 8 - 18.5 mm. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
Prior to treatment with the gore excluder aaa endoprosthesis, this pt's right common iliac artery was found to be aneurismal, therefore, the physician embolized the vessel. On (B) (6) 2010, the pt was implanted with the gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm. Completion CT revealed a type iii endoleak originating from a dislocation between the trunk ipsilateral leg component and the iliac extender component. The cause of the dislocation is not known. The pt tolerated the procedure. On (B) (6) 2010, a reintervention occurred to repair the type iii endoleak. A contralateral leg component was successfully implanted to re-connect the distal part of trunk-ipsilateral leg component with the proximal part of the iliac extender component. Completion CT showed no evidence of endoleak.